Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that his sensor patch fell off while he was asleep. Patient reported that his father could not wake him from a nap at 1pm on (B)(6) 2015. Patient's father called emergency medical technician's (emt). Emt's performed a finger stick blood glucose (bg) test and reported that patient's bg was 39mg/dl. Patient was awake at the time and treated himself with juice. Patient was fine when the emt's left. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia. No product or data was provided for investigation. The reported event cannot be confirmed. The root cause cannot be determined.